Event description:
As reported by the end user, during procedure the physician had difficulty removing the wire from the pt. After some manipulation, the physician was able to remove the wire from the pt. Upon removal, the physician noted that the distal tip of the wire was intact; however, approx two inches from the tip, the wire appeared to be uncoiled with pieces of tissue attached to the wire. No further medical intervention was required and there was no harm to the pt after the initial trauma. The reported defective device was retained by the hosp risk mgmt and will not be released to the MFR.

Manufacturer narrative:
Although it has been indicated by the end user that the device will be retained by their risk mgmt and not be returned to the MFR, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).